Event description:
28 yr old male with medical history of suspected transposition of the great arteries. S/p rastelli with conduit. S/p left ventricular outflow tract repair with 25mm homograft. Required left ventricular outflow tract replacement with 24mm homograft. Due to conduit stenosis with systemic left ventricle pressures (which is his pulmonary ventricle) and complete heart block.